Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2024-00141. It was reported the patient was unable to enter into MRI mode. As such, surgical intervention was undertaken and the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated.